Event description:
It was reported that the 9800 system had an overload fault and an over voltage fault error messages during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator was calibrated and the battery pack and the lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.